Manufacturer narrative:
(B)(4). Packaging lot #: n91m6m and n9325c. Two lot numbers were reported, however it is unknown what lot number is associated with the complaint device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to the start of an unknown procedure, they were trying to activate the probe and the active blade was broken. Another like instrument was used to complete the procedure. There were no patient consequences reported.